Event description:
(B)(4). Hair loss, extreme low back pain during period, throbbing on my low right side of abdomen, joint pain, during MRI my insides were heating up, migraines, flu/fever with each period, severe acne.